Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an ablation interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 15f and the procedure was completed. Reportedly, the knot could not be advanced down to the vessel. It didn't take. This issue happened with both devices. A third device was attempted but same issue occurred. Protamine was given to reverse the anti-coagulant. No medication was given due to an issue with the use of the proglide devices. Hemostasis was achieved with figure eight. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.